Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product(s): 407652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured which caused the lead to exhibit noise, oversensing, high impedance, and inappropriately shock the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.